Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message" was confirmed during the archive data review but not during the functional testing. No device malfunction was observed during the testing and the platform worked as intended. Upon visual inspection, no physical damage was observed. Unrelated to the reported complaint, noticed that the encoder drive shaft does not rotate smoothly, and exhibits binding and resistance. The clutch plate needs to be deburred to remedy the problem. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of ua17 (max motor on time exceeded during active operation) error message on the reported complaint date. The archive data revealed that the li-ion battery with sn 34717 which had 1191 mah remaining capacity was used, and the autopulse performed 6 compressions on a small size patient (max load sum exceeded 86 lbs. Calculated [count/2.52 lbs) and then stopped due to ua17 error message. The user pressed restart to clear the fault. The autopulse was used again with the same battery and stop compressing 2 more times due to ua17 with a total of 13 compressions. The root cause for the device to stop compression was due to the motor was on for too long during active operation. The autopulse did not reach target depth within the specification due to the stiffness of the patient's chest and size. Unrelated to the reported complaint, the archive data showed occurrence of ua02 (compression tracking error) error message on the reported complaint date. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua02 error message alerts the operator as the drive shaft rotates and shortens/tightens the life band (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the life band is opened or in the incorrect position during take up/compression or the lifeband is opened or in the incorrect position during take-up/compression. Clear the ua by pressing the restart button. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification.

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform (sn (B)(4)) was used on a patient weighed around 180 lbs., it stopped compressions and displayed error message after performing 30 seconds of compressions. The user attempted to fix the errors, but the issue persisted. The user reverted to manual CPR. Rosc was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message after performing 30 seconds of compressions. The patient weighed around 180 lbs. The user power-cycled the platform multiple times, however, the error message could not be cleared. The user reverted to manual CPR. Rosc was not achieved and the patient expired. Per user, the autopulse li-ion battery used during the call was a new battery. Please see the following related MFR report: MFR 3010617000-2019-00935 for the autopulse li-ion battery.